Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent pph /mixed hemorrhoids surgical procedure on (B)(6) 2015 and suture was used. The xray was performed and localized the broken needle in the muscle tissue near to the wound. It was reported that the broken needle was retrieved by a second procedure and the patient has left a hospital.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed on sample that broke in the body of the needle. The needle fractured due to tensile overload produced during severe mechanical deformation with signs of ductility. No defects were noted.

Event description:
It was reported that the patient underwent pph on (B)(6) 2015 and suture was used. During the procedure, the needle was broken inside the patient. Two-thirds of the needle was retrieved and the balance has been retained in the patient. The patient is still in the hospital for further observation. Additional information has been requested.